Manufacturer narrative:
Carefusion complaint #: (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm. The reported issue was resolved by replacing main printed circuit board (pcb) and power supply. After performing operation verification procedure (ovp) and extended self test (est), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed. (B)(4).

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault (xdcr-fault) alarm then ventilator inoperable alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The power supply operated without fault. The suspect component passed all testing and met all vyaire manufacturer specifications.